Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 150 ml of fluid in the reservoir. The reported condition of a cut on the tubing was not confirmed. However, a loose, white particle approximately 0.3 mm in diameter was noted inside the tubing. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor had a cut in the tubing after filling, causing a leak. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.